Event description:
During a follow-up, episodes of noise which resulted in oversensing and pacing-inhibition were noted on the right ventricular (rv) lead. The patient was pacer dependent. Provocative testing was performed and the lead noise was not reproduced. The patient was stable and will continue to be monitored.